Manufacturer narrative:
Investigation results were changed. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient received a left hip implant on (B)(6) 2008 and was revised on (B)(6) 2008 due to stem aseptic loosening and infection. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation the compatibility check was performed and showed that the product combination was approved by zimmer biomet. However, as the adapter information is not available, the compatibility between head and stem could not be confirmed. Sterilization certificate g7.7766 (durom cup, lot 2407412), g5.8859 (metasul ldh, lot 2301582) and g6.1386 (cls stem, lot 2310723) were reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. The patient was revised due to loosening of stem and infection. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; the condition of the components is unknown. Therefore, the event could not be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, improper transport, storage and handling of the component outside of zimmer biomet's control could compromise the sterilization of the products. Also, the IFU for endoprosthesis (B)(4) states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. There are multiple factors can contribute to stem loosening in general such as excessive force applied when preparing the femoral canal, wrong size of instruments used and fretting between the components. However, due to the significant lack of information, an accurate root cause analysis cannot be performed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 52, code r, taper 18/20, catalog no# 0100181520; lot no# 2301582, cls spotorno, stem, 135, uncemented, 13.75, taper 12/14, catalog no# 290039137; lot no# 2310723. Therapy date: (B)(6) 2008. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
Patient was implanted on the left side and revision surgery due to loosening and infection.